Manufacturer narrative:
The fse replaced the reagent straw/filter, successfully performed several reagent primes and ran and verified quality control material. He also ran several patient samples that were run on the other advia hematology instrument and the results were similar. The cause of the discordant high hgb result on the advia 120 with autosampler instrument is a damaged reagent straw/filter. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer obtained a hemoglobin (hgb) result of 21.0 g/dl on an advia 120 with autosampler instrument, which was not reported to the physician. The customer repeated the same sample on a different advia hematology instrument and obtained a hgb of 15.0 g/dl, which was in line with patient history. This rerun result was reported to the physician. Quality control was within specifications on the advia 120 with autosampler instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hgb result.